Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a black screen after windows update. A field service engineer (fse) reported that the customer indicated an update had failed, resulting in repeated errors and a black screen, and that the update could not be completed or removed. The fse determined that reimaging was required and proceeded to reimage the station. The fse then had the pharmacy technician verify system operation and medication access and also confirmed that all components were visible in the remote support system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station, the user performed a windows update and reboot; however, the station displayed a black screen post-update, power cycling did not resolve the issue, and the station remained offline in rss. However, there were no delays or adverse events or injuries reported based on this event.